Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call would not work. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found there was a short in the communication cable. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance one time in 2013 on this bed. It is unk if the facility performs preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.